Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer (fse) ran hardware rest application, and the drawer showed as open. The fse found the latch sensor unseated and reinstalled. The fse replaced the drawer and tested it. Then, the drawer was closed. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.